Event description:
It was reported that during central processing, the medium-large clip applier had a broken cable. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the clip applier did not close and a cable on it appeared to have been ripped.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.